Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set observed a microchannel on the interior wall of the maxzero component. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the connection of the maxzero (on tubing line with white slide clamp). The root cause of the microchannel that creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported leakage during patient use. There was no patient harm.